Event description:
The unit was being used to infuse tpn into a child. The pump alarmed <low battery> and one minute later <battery too low>. The infusion was stopped. The mother plugged in the cord, but did not check the infusion. The pump was on all night long, but did not infuse and there was no alarm. Child was admitted to the hosp after a night without tpn. Unit infusing tpn while on loan.